Manufacturer narrative:
The biomedical engineer reported that the touchscreen issue was resolved with touchscreen replacement. The device was operational and returned to service after repairs were completed.

Event description:
Philips received a complaint from customer biomed reporting the touchscreen on the v60 ventilator was unresponsive. The issue was identified during device set up, prior to clinical use. There was no report of harm. The customer reported there was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported subsequent touchscreen calibration failed. No impact damage was noted during visual inspection. The customer requested and was provided the part details for a replacement order.